Event description:
It was reported that while a consumer was using a bd micro-fine ultra insulin pen needle for an injection, the needle broke off in the consumer's abdomen. The consumer received an x-ray which visualized the broken needle and then had surgery to remove it.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.